Event description:
It was reported that during pulse generator implantation procedure, after atrial lead was placed in the right atrium; the physician attempted to connect the pulse generator and found a tear near the sleeve. The tear was hidden by sleeve when the original package was opened. The physician attributed the tear to bending of the lead. Lead malfunction was suspected and the lead was cut as guide for next lead. The lead was replaced and a new lead was positioned in atrial septum and the procedure was completed. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.